Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was off the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height drawers 1.1 and 1.2 were both off the bus. A field service engineer removed the rear panel from the drawer and found no lights on the pyxibus controller board. The station was powered down, and the pyxibus module controller was replaced, but this did not resolve the issue. A second controller card was tried, but the problem persisted. The station was powered down again, and the drawer was removed for further inspection. All connections were examined, and no visible issues were found. Ultimately, the drawer was replaced, and the station was powered back on. The system functioned as intended after the field service engineer repaired the device.